Event description:
It was reported that this implantable pacemaker's right ventricular (rv) lead's pacing impedance has slowly been decreasing and the threshold has been slowly increasing. The rv lead impedance decreased from 519 ohms to 317 ohms and the threshold has increased from 1.2v (volts) to 2.4v. The battery longevity is normal and the atrial lead measurements are stable. At this time, this rv lead remains in-service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).